Event description:
Procedure: sigmoidectomy. According to the report: a laparoscopic resected sigmoidectomy had to be converted to an open procedure for the anastomosis after a misfiring of the eea device. While performing a low anterior resection, the doctor fired the instrument and had incomplete staple formation. A manual anastomoses was performed after the stapler was fired.

Manufacturer narrative:
Date initial report sent: 11/06/2009.